Manufacturer narrative:
The functional problem with the add water alarm was confirmed during analysis. The issue was resolved by replacing the water sensors. After completion of the repair, functional testing confirmed that the instrument was operating as expected. Medtronic's investigation determined that the facility is using non de-ionized water for making ice. This practice is not in accordance with the operator¿s manual, which specially recommends the use of de-ionized water.

Event description:
Medtronic received information that prior to use the bio cal instrument displayed an ¿add water¿ alarm. There was no patient involvement with this event. A medtronic field service technician was dispatched to the customer facility. Additional information was received indicating that de-ionized water is used in the instrument, but that ice used in the instrument is not produced from de-ionized water. Per the operator's manual, de-ionized water and ice should be used in the bio cal.